Event description:
It was reported that the user applied a new dexcom g6 continuous glucose monitor (cgm) sensor and transmitter, then received a ¿dosing stops soon¿ alert and experienced connectivity issues on the ilet bionic pancreas, which were addressed by repairing the sensor and transmitter and subsequently resumed glucose readings. Symptoms included interruption of automated dosing due to signal loss between the cgm transmitter and the ilet with no adverse clinical symptoms reported. Outcomes included transient loss of automated insulin dosing with restoration of cgm readings during the call and no health impact. User support included remote troubleshooting and education focused on cgm code verification and device configuration. Investigation of this case revealed transient cgm communication disruption consistent with signal loss, which resolved after device configuration steps. It was concluded, based on previously established findings for similar reports, that the cause was probable user setup or configuration error leading to temporary cgm-transmitter communication loss.